Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. Provided photos were reviewed and the iab catheter was investigated accordingly. The technician was able to successfully aspirate/flush the inner lumen. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer was unable to aspirate blood from the central lumen of the balloon and could not flush the central lumen of the iab. The console generate an unable to calibrate fiber optic iab alarm. The customer could not disconnect the radial arterial line from the bedside monitor to utilize it for an alternative pressure source to attach to the iabp. There was no reported injury to t he patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer was unable to aspirate blood from the central lumen of the balloon and could not flush the central lumen of the iab. The console generate an unable to calibrate fiber optic iab alarm. The customer could not disconnect the radial arterial line from the bedside monitor to utilize it for an alternative pressure source to attach to the iabp. There was no reported injury to the patient.